Event description:
After registering my device with philips in (B)(6) 2021, and sending my prescription information to them over two months ago, philips has yet to provide any status update. When I called three weeks after my doctor sent the philips required prescription/setting info, the philips agent said it would take about a month for the portal to update. It's been two months, and it's still not updated. So I called again. Now they're saying it can take "several weeks" to update. Furthermore, calls to the number they provide in the patient portal (B)(4) is met with "we're sorry, that number is not accepting calls". When I called a different number on their patient portal, all they can tell me is "they're really busy" and nothing more than what I can read on the portal, and they cannot talk nor transfer me to the 888 number above that has better info. Where is the FDA in holding philips accountable for much better handling than this? FDA safety report ID #(B)(4).